Manufacturer narrative:
This is a follow-up submission to correct the initial submission. The initial submission is a duplicate of a previously submitted case reported under medwatch report number 1220246-2019-00900.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent an acl reconstruction procedure about 2-3 years ago where a bio-transfix, ar-1351lb, was implanted. The patient has since had a piece of the transfix removed by another surgeon. No further details.